Manufacturer narrative:
A partial lead was returned in one piece measuring 18.5 cm. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient expired. The cause of death was unknown. There is no known allegation from a health professional that the death was related to the device. Further information is not available. Related manufacturer reference number: 2938836-2019-15304. Related manufacturer reference number: 2938836-2019-15306. Related manufacturer reference number: 2938836-2019-15310.